Manufacturer narrative:
The device was returned to the resmed service center in (B)(4) for an evaluation. A review of the device log found two occurrences of system fault 180 indicating a battery charger fault. Device evaluation found damage around the power inlet preventing the plug in the power supply unit (psu) from being fully inserted. As a result, the reported battery charging issue was due to the psu plug not connecting with the power inlet. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 180) message. The battery was not charging. Per the reporter, the patient was admitted to inpatient facility allegedly due to ventilator errors. No serious patient injury was reported as a result of this incident. The patient had two ventilators. The wheel chair ventilator, serial number (B)(4), is addressed in this medwatch report. Back-up ventilator for nocturnal use, serial number (B)(4), is reported in resmed medwatch report 3004604967-2016-00691.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the occurrence of system fault error messages (sf 180). Based on previous investigations of similar complaints and all available evidence, the investigation determined that reported event was most likely due to the use of the device in an environment where the temperature was below the device's specified range. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).